Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: deflation: observed, opening device in the posterior and anterior side assessed as fold flaw opening. Other-technical: no observed particles in valve. Additional observations: creases observed on the shell. Wear abrasion on the shell. White calcification observed outer device. Yellow particles observed inside device.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.